Event description:
It was reported the s7-3t transducer had a crack in the sheathing near the handle. The transducer was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The service engineer confirmed the reported issue and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the cracks on the sheath. The analysis concluded that the cause was related to third party operations and repair that involved the area of failure. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.